Manufacturer narrative:
Investigation-evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control and a functional test and visual inspection of the returned device were conducted during the investigation. One used sheath was returned for investigation. There did not appear to be any damage to the silicone disk. After flushing the device, a leak test was performed by occluding the sheath tubing with hemostats and injecting water through the stopcock. No leakage was detected. A 12.0 fr. Dilator was then inserted through the valve, and the leak test was performed again with the dilator inserted. No leakage was detected. Per the IFU, "the maximum diameter of the instrument or catheter to be introducer should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is right." The device history record was reviewed for product lot number 7239115 and no non-conformances were noted. There is no evidence to suggest the product was not manufactured to specification. A definitive root cause cannot be determined. Investigation-evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control and a functional test and visual inspection of the returned device were conducted during the investigation. One used sheath was returned for investigation. There did not appear to be any damage to the silicone disk. After flushing the device, a leak test was performed by occluding the sheath tubing with hemostats and injecting water through the stopcock. No leakage was detected. A 12.0 fr. Dilator was then inserted through the valve, and the leak test was performed again with the dilator inserted. No leakage was detected. Per the IFU, "the maximum diameter of the instrument or catheter to be introducer should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is right." The device history record was reviewed for product lot number 7239115 and no non-conformances were noted. There is no evidence to suggest the product was not manufactured to specification. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during an implantation procedure of a t-branch device in the aorta and iliac's the 12 f flexor ansel introducer was placed in the vessel. After the wire was removed, they placed in the vascular retriever to catch the wire which was placed from the axillar artery. The valve on the introducer did not seal resulting in a "lot of blood leakage". The introducer was replaced and the procedure completed. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.